Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope insufflates neither air nor co2. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air water nozzle was blocked with foreign debris. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air water nozzle was blocked with foreign debris, due to the wear of the scope cover, water tightness was lost, the grip had a scratch, the switch box had a scratch, the air water cylinder had no color, the scope cylinder had no color, the switch printed circuit unit cover had corrosion due to water leakage, the plug unit had corrosion due to water leakage, the circuit board unit in the scope connector had corrosion due to water leakage, the scope connector cover cover unit had corrosion due to water leakage, scope connector cover case unit had corrosion due to water leakage, the cable unit had corrosion due to water leakage, due to a burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value. Due to a scratch on the objective lens, the image had a partially dark area, due to wear of the angle wire, the play of the up down knob was out of the standard value, the objective lens had a crack, the light guide lens had a crack, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field:h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the following led to the malfunction: the adhesion/clogging of the material in the nozzle, the material could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope-cover. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.